Manufacturer narrative:
H11: the device was not received for evaluation; however, the machine was evaluated on-site by a baxter qualified technician. The technician reviewed the machine logs and showed that battery low and total loss of power alarms were generated. This showed that the ac power was lost and the battery was not charged. The battery was charged and the machine passed the system self-test (sst). A simulated treatment of fifty (50) minutes was performed and the machine worked as intended. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be likely related to a bad connection of the power cord on the back of the machine or the ac which was not active for awhile "from the wall". The prismax was not connected to an ups protected socket. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) with a prismax machine, the machine generated an alarm for low battery and ¿ceased to function¿. According to the reporter, an attempt was made to return the blood to the patient, ¿but the option for this was blanked out on screen and this was not possible¿. Treatment was ended without the extracorporeal blood being returned to the patient. It was reported that after ¿powering back on¿, the device was ¿getting ac power and the battery was charging¿. No additional information is available.